Manufacturer narrative:
In regard to this case, neither the involved product nor the observed foreign object was returned for investigation. Hence, physical examination could not be performed to determine the origin of the object. Device history record review revealed no deviations and review of the complaint database showed that no similar complaints have been reported on this product. Additionally, the foreign material was detected after the pack was opened. Based on the information available, the object's origin could not be determined. Since the object was noticed after opening the pack, it is possible that the foreign object entered the pack after opening. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It has been reported that, prior to use, when opening the packaging a foreign object was noticed on the air fluid line. The product has not been used. No patient harm or delay could occur.

Manufacturer narrative:
The complaint is under investigation. The product will not be returned.

Event description:
It has been reported that, prior to use, when opening the packaging a foreign object was noticed on the air fluid line. The product has not been used. No patient harm or delay could occur.